Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The customer was also experiencing a low blood glucose reading of 46 mg/dl. Which was treated at the time of the call. Advised that the insulin pump would be replaced due to the failed displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump has a motor error during the rewind and failed the displacement test due to an out of phase motor encoder signal.